Event description:
It was reported that the system was shutting down in the middle of procedures due to a communication error. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery needs to be replace. No conclusion can be drawn as repair information is unavailable.